Event description:
The complainant had a impella cp support ongoing for the patient admitted in with multiple cardiac comorbidities. It was reported that the repo sheath had not been advanced or covered. Educated team on concern of sterility and impella securement. Plan to place stat lock and redress. Attempted to increase p level but continues to run into suction alarms. No pulses noted in bilateral lower extremities, although adequate color and temperature, no plan for vascular consult at this time. The patient did receive 4 packed red blood cells and 3 albumin overnight per extracorporeal membrane oxygenation protocol. Labs ok this morning. No signs of active bleeding. The patient sent for CT overnight, which did reveal a stroke, although unsure if new or old. Patient is off sedation continuing to be tachypneic and no purposeful movement. Pt also had left sided chest tube placed with around 500 cc. The patient had difficulties yesterday afternoon with atrial fibrillation with rapid ventricular response and was placed on multiple drips which are all off except for a low dose of vaso. Patient successfully weaned from impella and survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the pump suction: the pump was not returned for investigation. Data log was not retrieved from the remote server or provided for review. The cause of the pump suction issue was not determined without returned product investigation and sufficient clinical information. Arrhythmia, stroke/cva): the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.